Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated, and the unintended movement associated with establishing final arm angle (efaa) was reported by the account to be related to user technique. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The other additional device referenced in b5 and d11 is being filed under a separate medwatch report number. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the lock failed. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and an attempt was made to lock the clip however the lock failed. Troubleshooting was performed and the lock test was successful therefore the clip was implanted, reducing mr to 1+. Per the physician, the lock fail was due to incorrect technique. During removal of the steerable guide catheter (sgc), thrombus was noted. The sgc was completely removed and the procedure completed. The patient was transferred to the intensive care unit and placed on anticoagulation therapy and remained hospitalized. No additional information was provided.